Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) were detected on a remote transmission. Loss of rv capture was noted. The patient presented to the clinic for further assessment. The rv capture thresholds were stable and no loss of capture was noted with provocation tests. Programming changes were made. There were no adverse health consequences, the patient was stable.